Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis could not be conducted since interactions between batteries and battery chargers do not generate data logs. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure was detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was not recognized by the controller, thus not able to provide power. It was also mentioned that the battery charger would sometimes display a red light when the battery was left charging. The battery was exchanged with no reported patient consequences. No further information was provided.